Event description:
It was reported that sleep apnea was a side effect of a patient's vns therapy based on the patient's experience. No additional, relevant information was received to date.

Event description:
It was reported that patient had device turned off since it caused sleep apnea. No additional relevant information has been received to date.

Event description:
Update was received that the patient just had their device disabled recently this year. The patient followed up with their neurologist to discuss possibility of explant, but ultimately decided to leave the device implanted and disabled. No other relevant information has been received to date.